Event description:
It was reported that the battery died, and the power kept cycling upon arrival. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. It was noted that the battery failed a battery load test, and the unit shuts down after 65 minutes. The field service agent replaced the battery and performed a functional check-out. The unit checked ok.

Manufacturer narrative:
Qn #(B)(4). Teleflex received the device for investigation. The reported complaint of short battery runtime is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the battery died, and the power kept cycling upon arrival. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. It was noted that the battery failed a battery load test, and the unit shuts down after 65 minutes. The field service agent replaced the battery and performed a functional check-out. The unit checked ok.